Event description:
Procedure type: gastrectomy. According to the reporter: after firing of the magazine the anvil got stuck at the distal end of the magazine during removal. Therefore magazine could not be opened anymore and stuck at the tissue. The yellow transport lock was not removed at the connection and the tissue was not too thick. During firing the magazine was bended maximum. Please check the general functionality of the magazine egia60amt with the handle 030403. The problem seems to be the bayonet-connection between handle and magazine. The first handle was used at first, but did not fire. The same magazine was used with a second handle; could be fired but the anvil could not be removed. At least a new handle with new magazine was used and function properly. The case was extended by more than 30 minutes. Extension to find a solution, re-resection was necessary. There was no bleeding reported in excess of 500cc. No reinforcement material used.

Manufacturer narrative:
(B)(4).